Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of fl4 on the power supply pcb. .

Event description:
It was reported that the device failed to complete boot-up cycle using battery power. There was no pt use associated with the reported event.